Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump had an under delivery alarm. The customer reported that they have high blood glucose levels range from 8.9 mmol/l and 25.6 mmol/l. The customer reported that the blood glucose level at the time of admission was 19 mmol/l. The reason for the hospitalization was that the customer was feeling weak and extremely thirsty. The customer was treated with intravenous drip and was sent home and contacted the health care professional. It was reported that the customer's high blood glucose event began about two weeks ago. The customer reported ketones inside the urine. The customer reported that they have tried everything and spoke with health care professional and they still got random high blood glucose levels. Troubleshooting was performed. The customer reported that the drive support cap was normal. It was reported that the customer declined to check for the presence of the leaks or air bubbles. The customer was advised to return the insulin pump. The product will returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the dat test at 0.08725 inches. The insulin pump received with cracked case at reservoir tube lip and battery tube threads. The insulin pump received with minor scratched display window and case. The insulin pump received with stained end cap sticker.